Manufacturer narrative:
In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A110201 captures the system not starting up easily and a23 captures the noise emitted during startup and shutdown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that noise was emitted both during startup and shutdown of the system. Once shut down, it was attempted to be restarted, but it would not start up easily. The uninterruptible power supply, battery, and personal computer (pc) were therefore scheduled to be replaced. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, codes fdr c13 and fdc d02 are also applicable to the system service previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot number: unknown and product ID: 9735787, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the battery, lot number: 2347, was returned to the manufacturer for analysis. The battery was tested with a known good uninterruptible power supply (ups) for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. The computer, lot number: 1903c01129, was returned to the manufacturer for analysis. When the computer was powered up the monitor was displaying a large amount of electrical noise due to a bad graphics card. Codes b01, c07 and d02 are applicable to this analysis. The ups, lot number: 23250010, was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. Correction: only b01, c13 and d02 are applicable to the system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.